Event description:
Lab. Tech. Pulled off stopper to pour off when the tube broke in tech's hand, slicing the middle finger. Received first aid, tetanus shot and had blood drawn for potential infectious pathogens.